Event description:
Mother of home pt (hp) reports unspiking bag and respiking this bag to an already spiked line of the homechoice set, while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Hp was assisted in ending treatment early by the baxter technician. No pt injury or medical intervention required per rn.